Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and visual inspection revealed a dislodged component, specifically the retaining ring and/or camera instrument adapter. It was noted whether the ring or adapter was returned. Additional observations: the endoscope showed cosmetic damage, and the cable integrated connector housing exhibited discoloration upon visual inspection. The cable integrated connector showed corrosion on the electrical contacts and/or circuit board. The probable root cause of the dislodged camera instrument adapter is attributed to manufacturing, such as an improper assembly.

Event description:
It was reported that the endoscope's housing at the end broke off. The customer reported event had no report of patient injury.